Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5 deg adapter bolt and the black rubber piece of the torque wrench was missing. The surgeon tried to torque bolt without it and the wrench got stuck on the bolt. Surgeon stated that the wrench needed to be replaced or fixed. The black piece was missing when we opened the tray from cspd.